Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin was squirting out during manual prime. Customer's blood glucose was unknown. Customer was disconnected from the device during manual prime. The piston on the device continued to move forward after making contact with the reservoir, causing the insulin to squirt out. No numbers appeared on the screen and no beeps were noted. Customer was unable to exit the prime process. The device wasn't dropped, bumped, or exposed to moisture. Customer was advised the device needed to be replaced and agreed to return if for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery, occlusion test due to prime/fill anomaly. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.